Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they needed to change the frequency of something because therapy was not working that good. Agent asked, patient said the issue had been going on for a while now, but they didn't call until now. Patient said one time their whole body was itching like crazy and they had never experienced that before, so they turned the stimulation off. Patient couldn't think of anything else that would cause it, but it felt like their whole body was itching. Patient had to get in the shower to make the feeling stop because no matter what they did, they couldn't bring the stimulation down. Patient's face felt like it was breaking out too from something, and they thought it might have been the stimulation thing that caused it. Patient mentioned their left arm was sore when they tried to raise it up, and their wrist was sore as well; couldn't even use their left hand. Patient felt like stimulation wasn't working for their whole left side anymore and suspected the components in their body had moved or shifted. Agent walked patient through how to adjust intensity settings on each program, but patient still said they weren't feeling anything on the left side; patient said they didn't remember what their different groups were programmed to do. Patient asked, agent reviewed general use of controller and menu settings, and explained the programming had to be changed by a manufacturer representative (rep) in person. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.